Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat a cystocele, a rectocele, an enterocele, and pelvic organ prolapse. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The patient underwent mesh removal on (B)(6) 2007 and on (B)(6) 2008 due to mesh exposure.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07275. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that patient underwent mesh revision on (B)(6) 2015. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 04/21/2017. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, and urinary frequency.

Event description:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, and urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder infection, urinary retention, and incontinence.

Event description:
It was reported that following insertion the patient experienced bladder infection, urinary retention, and incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequent urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, nocturia, bleeding, and dysuria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a cystoscopy and left retrograde pyelogram on (B)(6) 2008 due to severe left lower quadrant pain and nausea. It was reported that the patient underwent a cystoscopy and anterior excision of vaginal mesh and posterior explant of vaginal mesh on (B)(6) 2012 due to vaginal and rectal pain. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation concurrently with the procedure of right salpingo oopherectomy on (B)(6) 2007.